Event description:
Physician later reported the rupture was diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.7, g.1.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and swollen lymph node.

Event description:
Patient reported right side swollen lymph node and rupture. Device remains implanted.